Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing a pod on the abdomen for longer than 48 hours and observed signs of infection after removing the pod to evaluate the insertion site. On (B)(6) 2026, the patient sought medical attention related to the pod insertion site. The pod was not worn at the time of the visit. The medical visit lasted approximately 45 minutes. Reported symptoms included redness, swelling, and tenderness at the insertion site. The patient was unsure of the diagnosis, and treatment included a prescription for antibiotics.